Event description:
During line assessment the rn noted leaking of the huber needle at the point where the extension line entered the luer access hub and microclave. Closer inspection of the area where the line entered the female luer note a mound of clear adhesive pooling at the connection junction. Line remove and sent to biomedical for evaluation. In the next seven days 2 additional huber line developed blood leaks at the same position where the tygon line entered the hub connector. Both of those extension sets were sequestered and sent to bme for reporting. Bme made best effort to identify which devices but could not determine lot numbers. Because failures were closely related bme used the lot number identification of the previous report. Blood draws performed on infant for infection screening. Manufacturer response for huber needle set, safestep (per site reporter). Awaiting manufacturer response and instructions for return.